Manufacturer narrative:
(B)(4). P-cap reservoir locks properly into place. Insulin pump history and trace files downloaded successfully using crest and thus software. Insulin pump received with critical pump error alarm after battery installation as a result of reoccurring pump error alarms found in pump history files due to a software error. Insulin pump received with moisture damage at the j6 connector in electrical board. Insulin pump unable to perform displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, cracked keypad overlay, cracked battery tube threads, and cracked case on the battery tube side. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack and it got splashed with water. Customer stated they do hear fluid when shaking the insulin pump. Customer stated they see fluid under the lcd. Customer stated the insulin pump was not dropped. Customer stated there was cracks in the insulin pump. No harm requiring medical intervention was reported. The insulin pump returned for analysis.